Manufacturer narrative:
Patient gender not made available from the site. On (B)(4) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative received a report from a site representative, navigation system operator, that while in a cranial biopsy procedure, the software unexpectedly exited to the application launch screen. The surgeon was taking 3 samples via 3 different burr holes. There was no issue taking the first sample, software functioned properly. When lining up the navigus probe in the software for the second plan, the software exited. The software was re-launched and the surgeon continued to the navigate screen to use navigation for the biopsy. There was a 5 minute delay in therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.